Event description:
It was reported that the customer was hospitalized due to high blood glucose of 453mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The caller mentioned that the insulin pump is cracked inside the reservoir compartment. It was stated that the insulin pump was recording his boluses correctly, and was delivering the insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.